Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Functional testing was performed and there was no failure detected related to the complaint.finding related to complaint in receiver download: "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in log within investigation window.. Performed global receiver test: passed all relevant testing.the complaint was confirmed for receiver initializing screen without manual restart because "reboot receiver/error recovery" without "user" shutdown was observed in log within investigation window.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.